Manufacturer narrative:
(B)(4). D10 - concomitant devices: unknown vanguard xp lateral tibial bearing catalog #: ni lot #: ni, unknown vanguard xp medial tibial bearing catalog #: ni lot #: ni, unknown vanguard femoral component catalog #: ni lot #: ni, g2 - report source - foreign: the event occurred in the united kingdom. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a manipulation under anesthesia two (2) months following right knee arthroplasty to address pain, stiffness, restricted range of motion and concern for arthrofibrosis. However, the patient continued to experience limited range of motion and was subsequently revised. During the revision, both the medial and lateral tibial bearings were noted to not be fully seated and the lateral tibial bearing was partially fractured. Arthrolysis and debridement were performed to remove scar tissue and the tibial bearings and locking bar were replaced. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h7, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. The device was identified to be included within a recall due to the potential of a burr from manufacturing not allowing the locking bar to full assemble. However, as the device was not returned, this could not be confirmed. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.